Event description:
During a pci procedure, the maverick2 monorail balloon ruptured at 10 atms on the third inflation. The pressure on the first two inflations was to 12 atms. The lesion being treated was a calcified and 100% stenotic lesion in a very tortuous lad. The procedure was completed with another device. No pt injuries or complications were reported. Pt status is reported as "good".